Event description:
The caller reported a malfunction on the pump, which displayed a malf 0 code. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for resetting the pump, and the caller successfully reset it. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.